Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per neck shoulder wrist 12 hour, spec-2535, effective date: 03-aug-2016. Complaint stems from "heat wrap caused burned blisters on the skin". The cause of the "heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint."

Event description:
Burns second degree/ several burn blisters, burns second degree, still scabs scab, . This is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number r 44759, expiration date oct2019, used only one wrap over the day from unknown date for neck pain. The patient medical history included ongoing allergy to rubber (latex). There were no concomitant medications. Heatwrap was applied to the neck. The patient did react with burns second degree after using thermacare heatwrap on (B)(6) 2017, several burn blisters. She went to the dermatologist and also documented the burn blisters. The patient received dry wound dressing as a treatment. She used only one wrap over the day. Regarding the event outcome the patient replied "still scabs" (event onset date: 2017). At this time it was not known if there will be long-time damages. The action taken in response to the events of the product was unknown. The outcome of the event "burns second degree/ several burn blisters" was resolving and for the event "still scab" was unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per neck shoulder wrist 12 hour, spec-2535, effective date: 03-aug-2016. Complaint stems from "heat wrap caused burned blisters on the skin". The cause of the "heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint." Additional information has been requested and will be provided as it becomes available. Follow-up (13nov2017): new information received from product quality complaint group included: investigation results. Follow-up (18dec2017): additional information received from the same contactable pharmacist includes: updated patient age, product indication, event data (onset date, outcome and treatment information for the event "burns second degree/ several burn blisters"; new event "still scabs"). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burns second degree", and "still scabs" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burns second degree", and "still scabs" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per neck shoulder wrist 12 hour, spec-2535, effective date: 03-aug-2016. Complaint stems from "heat wrap caused burned blisters on the skin". The cause of the "heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint."

Event description:
Burns second degree and burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number r 44759, expiration date oct2019, used only one wrap over the day from unknown date for unknown indication. The patient medical history and concomitant medications were not reported. The patient did react with burns second degree after using thermacare heatwrap on unknown date. She went to the dermatologist and also documented the burn blisters. She used only one wrap over the day. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per neck shoulder wrist 12 hour, spec-2535, effective date: 03-aug-2016. Complaint stems from "heat wrap caused burned blisters on the skin". The cause of the "heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint." Additional information has been requested and will be provided as it becomes available. Follow-up (13nov2017): new information received from product quality complaint group included: investigation results. Company clinical evaluation comment: based on the information provided, the events of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. Comment: based on the information provided, the events of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] burns second degree and burn blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number r 44759, expiration date oct2019, used only one wrap over the day from unknown date for unknown indication. The patient medical history and concomitant medications were not reported. The patient did react with burns second degree after using thermacare heatwrap on unknown date. She went to the dermatologist and also documented the burn blisters. She used only one wrap over the day. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.